Manufacturer narrative:
An event of chest pain, cardiac arrest and cardiac tamponade. Information from the field indicated that the tee images taken post procedure showed no signs of pericardial effusion but one week later the showed signs of an effusion that had developed into tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Additional information from the field indicated that the physician believed the reported incident was caused by the stabilizing wires of the device. Post procedure the patient was prescribed dapt as an anti-thrombotic regimen. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer amulet was implanted in a patient using a 12f amulet delivery sheath. The procedure went perfectly and there was no repositioning of the device. The patient was discharged the next day and transesophageal echocardiogram (tee) images showed no effusion. 1 week later on an unknown date, the patient presented to the emergency department with chest pain. Patient had tamponade in the pericardium and had 1 liter of blood drained. Patient then had cardiac arrest and a sternotomy was performed to stop the bleed. The physician alleged that the stabilizing wire of the device caused a small effusion. Patient is stable and still in hospital. .

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer amulet was implanted in a patient using a 12f amulet delivery sheath. The procedure went perfectly and there was no repositioning of the device. The patient was discharged the next day and transesophageal echocardiogram (tee) images showed no effusion. 1 week later on an unknown date, the patient presented to the emergency department with chest pain. Patient had tamponade in the pericardium and had 1 liter of blood drained. Patient then had cardiac arrest and a sternotomy was performed to stop the bleed. The physician alleged that the stabilizing wire of the device caused a small effusion. Patient is stable and still in hospital.